Event description:
It was reported that during a cystectomy procedure, a vascular reload was loaded into the echelon flex, consultant articulated gun and positioned over vessels - consultant described hearing a crunch sound when he went to fire so aborted this and tried with another reload. This would then not fire at all. They then tried a third cartridge outside the patient which also would not fire. Consultant had to use a competitive device to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/03/2012. Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Vessels either side of the bladder. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Force was high to close and as mentioned a crunching noise was heard upon closure after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Gun was not fired but manually aborted. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? A dry firing outside of the patient appeared to work in the non-articulated position. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. Additionally, 1 reload fully fired, 1 reload fully fired with the pan dislodged and 1 reload partially fired 1/10 inside a sample bag were received. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with a returned cartridge reload (d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.